Event description:
It was reported the patient was admitted on (B)(6) 2026, to the hospital with cardiogenic shock, which was confirmed to be unrelated to the cardiomems device per the healthcare provider. During the hospitalization, clinicians were unable to obtain readings from the patient¿s implanted sensor which had been implanted on (B)(6) 2026. The patient was subsequently taken to the catheterization lab, where imaging revealed that the sensor had migrated to the lower inferior vena cava. An interventional cardiologist successfully removed the sensor via femoral vein access without complications. The healthcare provider was unable to confirm the original vessel size at the time of implantation. It was noted that the patient had moderate tricuspid regurgitation (tr). The provider stated that the backflow associated with the tr likely caused the sensor to migrate out of pulmonary artery, through the right ventricle, and ultimately out of the heart to the inferior vena cava. The patient received treatment following the established care plan for cardiogenic shock and was later discharged.